Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. When moving the flexibility catheter to another location within the left atrium, the patient became hypotensive. Fluoroscopy and an ultrasound were used which confirmed an effusion. A pericardiocentesis was performed which stabilized the patient.